Event description:
The customer reported having difficulty acquiring 12-lead ECG which could impact or delay diagnosis or treatment.

Manufacturer narrative:
The customer reported having difficulty acquiring 12-lead ECG which could impact or delay diagnosis or treatment. On 10/03/2008 philips evaluated the device and the available info does not support that a malfunction occurred. There was no malfunction identified. There is not enough info to support that a malfunction of the device occurred. (B) (4).